Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation, therefore no eval could be performed. Internal file number - (B)(4).

Event description:
The hosp reported that during a coronary artery bypass procedure, the ac-3038 "cutter did not go off." A replacement unit was used to complete the procedure. The hosp did not report any pt effects. The product is not returning.